Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending; however, photo was provided for review. The investigation of the reported event is currently underway. Medical device expiry date: 07/2021.

Event description:
It was reported that post port placement in right internal jugular vein, the device was allegedly cracked approximately 5cm from the port body. It was further reported that a subcutaneous leak was identified near the insertion site while an anticancer agent was administered. Reportedly, the patient experienced a skin ulcer and swelling on the right side of the neck. The health care provider (hcp) removed the port system and a new device is scheduled to be implanted. The patient is reportedly stable.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one powerport MRI isp with attached groshong catheter and one groshong catheter segment was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed. Based on the sample evaluation, the investigation is confirmed for catheter break, deformation, wear problem and leak issue as a circumferential split was noted approximately 5.4cm from the distal end of the cath-lock, also in the second catheter segment a circumferential split and leak was noted and the port body with attached catheter segment was infused, with a leak noted at the circumferential split. Catheter mushrooming was noted between the cath-lock and the port body; residue was noted on the port body. The edges of the circumferential split on the attached catheter segment was jagged with smooth, rounded edges. Both edges of the detached catheter segment had striations and appeared cut. Based on the photo review, the investigation is confirmed for catheter fracture and leak issue as circumferential split noted on the catheter a few centimeters away from the cathlock. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 expiry date (07/2021), g4, h6 (device: 2988). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port placement in right internal jugular vein, the device was allegedly cracked approximately 5cm from the port body. It was further reported that a subcutaneous leak was identified near the insertion site while an anticancer agent was administered. Reportedly, the patient experienced a skin ulcer and swelling on the right side of the neck. The health care provider (hcp) removed the port system and a new device is scheduled to be implanted. The patient is reportedly stable.